Manufacturer narrative:
The insulin pump was received with scratched case, partially broken reservoir tube lip, missing retainer, reservoir tube missing o-ring, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring came loose from the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.